Manufacturer narrative:
Visual inspection confirms that the distal hexalobe has sheared off of the driver. The root cause is likely excessive loading on the hexalobe feature which may be exacerbated by eccentric loading or failure to fully seat the driver tip in the mating hex feature. Review of device history records showed no manufacturing or procesisng related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Event description:
It was reported that the tip of the driver broke off during a case. The tip was retrieved.